Manufacturer narrative:
This event occurred in (B)(6). Occupation: occupation is lay user/patient. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 5.8 inr. The result from the laboratory within 1 hour was 3.9 inr. On the day of event the customer did not take falithrom; the next day he took 1/2 his falithrom dosage. It is not known what result this change in medication was based on. The customer's therapeutic range is 3.0 - 4.0 inr. There was no allegation that an adverse event occurred.